Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7073388 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56 serial number: (B)(6). Batch/lot number: 7073327 model/catalog description: avista MRI perc lead kit 56 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4319 batch/lot number: 26931211 model/catalog description: clik x MRI anchor unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) explant procedure due to an unknown reason. The patient was doing well postoperatively. No equipment will be returned due to medical center policy.